Manufacturer narrative:
The t:slim x2 pump user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose levels of 506 mg/dl. The customer stated that the cause of the high bg level was due to eating which was address with a correction bolus. Additionally, the customer requested assistance with the load process and inadvertently had delivered 7 units of insulin while connected at the site during the fill tubing process. Although requested, no further information was provided.